Event description:
It was reported that bio-burn was present inside one of the zimmer loaner instrument sets.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: the presence of residual organic matter in a case after sterilization speaks directly to the cleanability of the case, which is verified by sterilization technology on all new case designs. Inadequate/improper cleaning of the case and inadequate inspection of the cleaned case prior to wrapping, or placing in a container for sterilization most likely led to the presence and lack of detection or residual organic matter. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.